Manufacturer narrative:
Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported patient may undergo a revision procedure due to unknown reasons. However, no revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the inquiry was not related to an adverse event or malfunction.